Event description:
It was reported to medtronic neurosurgery that the patient¿s implanted device was confirmed to be set at pl 2.5 during a hospital visit on (B)(6) 2013. According to the report, the patient returned to the hospital on (B)(6) 2013, and it was found that their device was set at pl 0.5. The report states that the device was readjusted to pl 2.5.

Manufacturer narrative:
The product remains implanted in the patient and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).